Event description:
Patient experienced loss of restriction and adbominal pain, and x-ray showed broken tubing. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.